Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Event date is an approximation. Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unknown number of unconfirmed false positive results with the ID now covid-19 assay performed on an unknown number of patients on an unknown date. Confirmation testing (lamp method) was performed which generated negative results. No additional patient information, including treatment and outcome, was provided.